Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, pain, seroma-late, calcification.

Event description:
Healthcare professional reported right side right deflation, "milky fluid in pocket", calcification, and pain. Healthcare professional reported patient fell. The device has been explanted and discarded.